Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) the patient visual complaints obscurations ,photopsia and glistenings in optic. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.